Event description:
(B)(4) is the initial importer of the device which is a walker. (B)(4) became aware of the incident upon receipt of a lawyer's letter. (B)(4) does not expect to receive the device for evaluation. We have received photos of the broken device. Patient was in the hospital recuperating from knee replacement surgery. The hospital supplied the device to the patient. The walker reportedly broke during use causing the patient to fall and break his knee cap. We are awaiting additional data and supporting documentation. We will file a follow-up submission if and when this occurs.